Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not accept multiple cartridges. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the pump is out of warranty and customer declined to provide further information.